Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is still underway. The reported problem (code 203) was confirmed. As received, the monitor failed pulse testing. Investigation into the root cause of the code 203 and test failure is still underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 203.

Event description:
A us distributor returned a monitor indicating that it was producing service code 203.

Manufacturer narrative:
Supplemental report: engineering evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon receipt the monitor displayed a service code 203. The service code was cleared and the monitor passed further functional testing. The service code 203 was unable to duplicated during troubleshooting from engineering. The root cause for the service code was unable to be positively identified. The monitor was found to be fully functional. No adverse event resulted from the defective monitor. Initial report: device evaluation of monitor sn (B)(4) is still underway. The reported problem (code 203) was confirmed. As received, the monitor failed pulse testing. Investigation into the root cause of the code 203 and test failure is still underway. No adverse event resulted from the defective monitor.